Event description:
It was reported that the bell/stud of the circumcision clamp broke when the doctor was tightening it down to perform a procedure.

Manufacturer narrative:
Clamp has not been returned for evaluation. Date code on the clamp indicates it was made in 07/2008. These clamps have a one year warranty. Manual states the following: "warning: this clamp must never be used if component parts are damaged, missing, clearly worn or the assembled device does not perform as described. Prior to initiating the surgical procedure you must insure that expected clamping function has been properly achieved."